Event description:
A malfunction was reported. There was no information regarding any adverse impact on the customer's blood glucose level. The customer's device is expected to be returned and a replacement pump has been provided.